Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed that the lower jaw of the retriever is missing. The broken piece of the jaw was not returned. The device was functionally tested and the upper jaw moves as intended by design. Based on the information available, the two most likely root causes are excessive force applied by the user and/or patient anatomy. As the lower jaw of the device is the weakest section of the device, a high force that is pushed against the tip while trying to retrieve a suture could very potentially cause the jaw to break off. Also, the anatomy of the patient is always a potential root cause to a device breakage since a patient with a small joint space or other anomalies within the joint space would provide less room for maneuverability with the devices used and would lead to a higher chance of breakage because of this. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the edge of the instrument broke during a procedure. The surgeon managed to move the part away without causing any harm. A delay of only two minutes occurred.

Event description:
It was reported that the edge of the instrument broke during a procedure. The surgeon managed to move the part away without causing any harm. A delay of only two minutes occurred.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.